Event description:
The customer reported the fluoroscopic image was black with white speckles effectively eliminating the ability to view a usable image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Connections and components along the video line were evaluated and inspected. The video line was rewired from the camera to the workstation. The system was tested and found to be working as intended and put back into service.